Manufacturer narrative:
The investigation was unable to determine a specific root cause and did not identify a product problem. The issue appeared to be resolved by the service actions.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The qc was acceptable. The field service representative replaced the gear pump, flushed out the naoh with hot water and acid, replaced the syringe seals, replaced the vacuum diaphragms, checked the rinse consumption from the syringes, and checked the naoh concentration. He performed tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 2.67 mg/dl. The sample was repeated on another module, and the results were 2.11 mg/dl, 2.02 mg/dl, and 2.07 mg/dl. The repeated results were believed to be correct. The sample was repeated because the customer has had ongoing issues.